Manufacturer narrative:
Results: the penumbra system ace 64 reperfusion catheter (ace 64) was kinked approximately 3.5 and 57.5 cm from the hub. Conclusions: evaluation of the returned device confirmed that the ace 64 was kinked. This type of damage typically occurs due to improper handling during removal from the packaging. If an attempt is made to remove the ace 64 from its packaging tray without removing the tubing tray from the packaging tray first, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system ace 64 reperfusion catheter (ace 64) was kinked at the hub upon removal from the packaging of the penumbra system ace 64 hi-flow kit (kit). The damaged ace 64 was found prior to use and therefore, the ace 64 was not used for the procedure. The procedure was completed using a new kit.